Event description:
It was reported that the user experienced signal loss between their dexcom sensor and the ilet after a restart, resulting in the glucose value not displaying on the ilet. Symptoms included no clinical effects, with the user reporting a blood glucose of 180 mg/dl once the display restored. Outcomes included restoration of glucose display on the ilet following troubleshooting. Investigation included remote troubleshooting and user guidance to toggle the cgm selection in the ilet from dexcom g6 to dexcom g7 and back. Investigation of this case revealed that the sensor-to-ilet communication was temporarily disrupted and resolved through software settings toggling, indicating a transient connectivity issue without device damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption that resolved with user-directed troubleshooting.